Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the devices were not properly aligned and/or not fully connected/tightened resulting in the reported loose or intermittent connection and subsequently resulting in the reported leak; however as the device was not returned for analysis, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional ppak 20/30 w/copilot device referenced in b5 is/are filed under a separate medwatch report number.

Event description:
It was reported that during the procedure two indeflators were noted to have a loose connection with unspecified balloons at the connection with the rotating adaptor of the 20/30 indeflator. It was observed the balloon had more air bubbles when inflated and there was a delay to inflate the balloon due to air leak. Therefore, a new 20/30 indeflator pack was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.